Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and cervical/neck. Patient services reviewed battery longevity with the patient and then the patient brought up that they have not been able to charge their ins for quite a long time now. There was poor communication. The patient was redirected to follow up with their healthcare professional (hcp). There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the overdischarge was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient¿s ins was overdischarged. The rep reported that it had been about 6 months since the patient used the system. The rep was just starting a physician mode recharger (pmr) when the call was ending. No further complications were reported.